Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices will not be returned.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2013. The patient had a subsequent endovascular repair on (B)(6) 2013, the physician implanted a suprarenal aortic extension to seal a type 1a endoleak. Upon follow up computed tomography (CT) showed a type 3b endoleak. The physician elected to explant the stents and completed an open repair. The patient is in stable condition.